Manufacturer narrative:
Code 213 : a review of the manufacturing records indicated, the lot met pre-release specifications; code 3221 : the device remains implanted. Therefore, the device was not available for evaluation; code 22: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications may include, but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an aberrant right subclavian aneurysm using a gore® tag® conformable thoracic stent graft with active control system. It was reported that prior to implant of device there were carotid subclavian artery bypasses bilaterally. The gore® tag® conformable thoracic stent graft with active control system was deployed successfully. The patient tolerated the procedure. Reportedly within 24 hours the patient had a stroke. No further information is available.